Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the meter was displaying an error 1 message. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.